Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No prime/fill anomaly was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that insulin continued to drip after the motor stopped during the manual prime process. The patient's blood glucsoe at the time of incident is unknown. Troubleshooting was declined for the prime and rewind issue. The customer confirmed that the drive support cap appeared normal. The alarm history did not have a compromised force sensor system alarm. The insulin pump will be returned for analysis.